Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer believed that the metal pump casing was obstructing the transmitter's ability to communicate with the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection.